Event description:
Nine months after undergoing dual cypher stent implantation, the pt returned with in-stent stenosis. The target site was treated with two add'l cypher stents. Two days after undergoing dual cypher stent implantation, the pt underwent a second emergent procedure for sub acute thrombosis. The thrombus was located within 3x18mm cypher stent in the mid right coronary artery. The other cypher 3.5x18mm stent that was also implanted in the vessel was not involved in the event. Angioplasty was performed to treat the thrombus, but the procedure was unsuccessful. The pt underwent bypass surgery and after the procedure was in good health.

Manufacturer narrative:
This pt was emergently admitted with an acute myocardial infarction and re-stenosis of two cypher stents that were implanted nine months prior to this event. The lot numbers were not known, but the catalog numbers were as follow cws 18350 and cws 18300. The target vessel was the (rca) right coronary artery. Pre procedural medications consisted of aspirin and heparin 5,000 units. The lesion length was 18 mm and the diameter was 3-3.5 mm. The lesion characteristic was in-stent re-stenosis, native vessel, tortuous, and difficult to access or wire the calcified area. The lesion was pre-dilated with 3.5x15mm balloon at 14 atmospheres for 10 seconds. A 3.0x18mm cws cypher stent was deployed in the mid rca followed by a second overlapping 3.5x18mm cws cypher stent that was deployed in the proximal rca lesion at 14 atmospheres for 60 seconds. After the stent implantation, the stents appear perfectly deployed angiographically. No possibilities of dissection or untreated areas were noted. The stents were not post dilated. The residual stenosis was 0%. The pre-procedure timi flow was zero and after the procedure was complete. During the procedure, the pt received integrilin 23cc bolus and a drip at 13cc. After the procedure, the pt was placed on plavix and aspirin. A female pt with a history of hypertension, diabetes, smoking, previous pci and hypercholesterolemia experienced restenosis and a ami nine months post cypher stent implantations, was treated and then experienced a thrombotic event two days after that. The reason for the pt's initial admission to hospital was not reported; but an angiogram revealed lesions in her mid and proximal rca. This pt's gender and extensive history put her at increased risk for mace. The pre or intra procedural administration of asa, plavix, heparin or gpiibiiia and the performance or recording of acts was not reported. The characteristics of the target vessel and/or lesion were not reported. It is not known if the lesion was pre-dilated prior to the placement of two cypher stents (a 3.00 x 18mm and a 3.50 x 18mm) at unk maximum inflation pressures. The post procedural administration of asa and plavix was not reported. Nine months after the index procedure, the pt experienced an ami. An emergent angiogram revealed isr of the two previously implanted cypher stents in the rca. Intra procedural medications included heparin and integrilin. The administration of asa or plavix was not reported and acts were not measured during the procedure. The mid rca lesion was described as an isr, 3 mm in diameter, 18mm in length, tortuous and difficult to access or wire. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of a 3.00 x 18mm cypher stent at a maximum inflation pressure of 18 atm. The proximal rca lesion was described as an isr, 3.5mm in diameter, 18mm in length, tortuous and difficult to access or wire. The lesion was pre-dilated prior to the placement of a 3.50 x 18mm cypher stent at a maximum inflation pressure of 14atm. The pt was discharged on medications that included asa and plavix. Two days after her latest procedure, the pt underwent a repeat angiogram that revealed thrombus within the 3.00 x 18mm cypher stent implanted in the mid rca. Attempts to treat this event with ptca were unsuccessful. The pt subsequently underwent CABG and was reported to be in stable condition. The products remain implanted in the pt and are thus not available for evaluation. There are pt, vessel and possible procedural and pharmacological factors that may have contributed to these events. This is the first of three products involved with this adverse event, which is associated with mfg report# 3003742446-2006-00630 and 31.